Manufacturer narrative:
Additional information was received on april 2nd, stating there was no permanent damage to the customer due to the incident. A supply change was made to address the issue.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer went to the emergency room (ER) with an elevated blood glucose (bg) of 400 mg/dl. The customer had administered a meal bolus to treat the elevated bg but was unsuccessful. At the ER, the customer administered more insulin via the pump resolving the elevated blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.